Event description:
It was reported that while using bd preset¿ eclipse¿, there was leakage seen in an unspecified number of devices. No patient impact reported.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. 10 retained samples were taken and were drawn with water, and all were filled as expected, no leakage was observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.